Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of a rebel stent delivery system. There was contrast in the inflation lumen. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts of the device. Microscopic examination presented no damage or irregularities to the tip of the device. The balloon was loosely folded with stent impressions on the balloon between the markerbands. Microscopic examination presented no damage or irregularities to the balloon of the device. Microscopic examination presented no damage or irregularities to the markerbands. The stent was not returned for product analysis. Inspection of the device revealed no other damage or irregularities. No damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-mar-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 12 x 4.50 rebel stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/ separation.